Event description:
It was reported that the patient presented for a follow-up in the clinic, post-procedure. X-ray imaging was performed and the right atrial lead was found to be dislodged. The right atrial lead was eventually found to be on the right ventricular channel. The physician elected to reposition the right atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.